Event description:
It was reported that the pump battery was depleting quickly. It was also reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Cause was unknown. Customer addressed elevated bg via manual injection. A replacement pump was sent to customer to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery depleting quickly issue was verified, however no failure was identified related to the elevated blood glucose issue.